Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that 4 nephrostomy tubes were placed and the hub fell off of the devices, this required placement of a new device. These product problems occurred within a week after placement. Aside from an additional procedure, there was no reported harm.